Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the device. The cause of the noise could not be conclusively determined. The patient's condition was stable and will continue to be monitored. Related manufacturer reference number: 2017865-2017-35535.